Event description:
It was reported that the cardiosave intra aortic balloon pump had damaged power cord. It was identified before use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation code, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) evaluated the unit and replaced power cord due to damage. Power supply was also replaced because it was not compatible with the cable connections. All functional and safety test performed.